Manufacturer narrative:
Submit date: 5/10/17 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the hub of the needle is broken.